Event description:
The customer reported intermittent c-arm all block, no exposure, no fluoro. Also, system rebooted during the case. No patient injury.

Manufacturer narrative:
The service rep verified ffb reboot, no chip level response in error log. Tested system at length, unable to duplicate any problem. Demonstrated loto physical with norm kessler on this site. No image on left or right monitor, serial link to both monitors down on system interface, replaced system interface. Serial links to monitors now come up, both monitors now have video. Performed complete functional check on system, ready for use.